Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an advia chemistry 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia chemistry 1800 instrument. The repeat results from an alternate instrument were reported to the physician(s) as the correct results. The customer did not quantify how many patients were impacted. There are no known reports of patient intervention or adverse health consequences due to the discordant co2_c results.

Manufacturer narrative:
(B)(6) customer contacted a siemens customer care center and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an advia chemistry 1800 instrument. The customer indicated that quality controls (qc) were acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During these visits, the cse replaced the pump seals and dilution (dpp) probe and aligned the dpp probe into the dtt cuvette. The cse also performed cell blank, which recovered acceptably. The cse observed leak in degasser and installed a new degasser. Additionally, the cse primed the probes and advised the customer to run qc every few hours to monitor the instrument performance. The malfunctioned degasser potentially contributed to the falsely elevated co2_c results. MDR 2432235-2022-00049 was filed for the elevated co2_c results obtained on 31-jan-2022. The instrument is performing according to specifications. No further evaluation of these devices is required.